Event description:
It was reported that the valve had a small hole in the reservoir. The leak was detected prior to implantation.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.